Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had shut down unexpectedly. Upon troubleshooting actions, the fse identified that the mpdu failed to power on because a fuse in the mpdu control module had blown. The fse replaced the fuse. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system unexpectedly shutdown, preventing the system from booting back up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.